Manufacturer narrative:
(B)(4) 2015 02:48 pm (gmt-5:00) added by (B)(4): the device was returned to the factory for evaluation. A small amount of blood was observed in the delivery tube. Slight evidence of blood was observed on the device. The slide lock was dis-engaged. The plunger was fully depressed on the delivery device. The anchor and tension spring assembly were returned outside the delivery device. Measurements were unable to be taken; the inner delivery tube contained a small amount of dried blood. Based upon the received condition of the device, the reported complaint for failure to load was unable to be confirmed. (B)(4).

Event description:
The hospital reported that before a coronary artery bypass procedure, hs iii proximal seal fell off from the delivery system when the seal was set. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Phone number for the contact at the event site: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that before a coronary artery bypass procedure, hs iii proximal seal fell off from the delivery sytem when the seal was set. The hospital did not report any patient effects.